Event description:
According to the reporter, intra-operatively in laparoscopic hernia repair, the valve seal disengaged. The little plastic attachment where the hand insufflator gets attached to break the seal on the structural port balloon ¿ came off. It basically sheared off, flush with the device when inserting the mesh into the trocar. The grey diaphragm at the tip came completely dislodged. The device was replaced to resolve the issue. No adverse events reported.